Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 494 mg/dl. Customer was treated with 20 units of humalog and 50 units of lantis. Customer was having bent cannulas on the sets. Customer declined to troubleshoot since she knew what the issue was.